Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had no power, and there was moisture in the battery compartment. The patient noted the pump was exposed to water. There were no cracks or damage seen to the battery compartment or battery cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump black box showed evidence of power events as well as (B)(4) replace battery alarms and one sudden drop in battery voltage. The battery compartment showed no evidence of damage or corrosion. The battery cap was found to be intact and the cap contacts were measured to be within specifications. A leak test was performed and the pump was found to be leaking from a crack at the ir port. The pump was exercised for 24 hours without power issues being duplicated. The pump was opened and corrosion was found in the power circuit.